Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the battery was full on the recharger and implant and it was sporadically working now and then. The patient stated that if the programmer was over the device and he bends a certain way the stimulation goes on and off. The patient explained that if he was sitting down at an angle it was only covering the waist area and not doing anything below. The patient mentioned that if he put his hand the implant and moved it then it would start working. The patient had a doctor¿s appointment for (B)(6) and wanted a manufacturer representative to be present. The indication for use was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that patient had an ins implanted back in 2016 for the right leg. He had problems with the ins previously where a manufacturer rep came and met him at the hcp office. The rep programmed in a new program. Previously when the battery was getting low he would get fluctuations, it would pulse like on and off. Caller states this was on programs a and b when he would feel the on and off. No further complications were reported/anticipated. Omitted info regarding (B)(4).